Event description:
It was reported that the patient is experiencing sui after having an artificial urinary sphincter(aus) device implanted. The physician suspects that the device is performing well but the coaptation is not complete and is discussing the potential to increase pressure within the system. During the revision surgery, the position of the aus cuff will be reconsidered and a decision will be made on changing the viability of the prb.

Manufacturer narrative:
Additional information received that the patient had a revision of the cuff and had saline added to the balloon on (B)(6) 2020.

Event description:
It was reported that the patient is experiencing sui after having an artificial urinary sphincter (aus) device implanted. The physician suspects that the device is performing well but the coaptation is not complete and is discussing the potential to increase pressure within the system. During the revision surgery, the position of the aus cuff will be reconsidered and a decision will be made on changing the viability of the prb.